Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective micro introducer is confirmed; however, the exact cause is unknown. One photograph of one half of a micro introducer sheath was returned for evaluation. An initial visual observation of the photograph showed one half of a microintroducer sheath held in hand. A small, hair-like string of what appeared to be the sheath material was observed was hanging off of the sheath. The details of the damage could not be discerned in the phorograph. The other half of the sheath and dilator were not observed in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that they placed a PICC in a patient yesterday and when peeling away the introducer they noticed a hair like piece. It is a piece of plastic that peeled away.